Event description:
It was reported that the smart pass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) previously became disabled due to undersensing. The patient had chronic atrial fibrillation and frequent premature ventricular contractions (pvcs) and optimization of programming vectors was difficult. Recently, the s-ICD recorded an untreated episode of ventricular tachycardia at approximately 170 beats/minute due to oversensing, as smart pass was not active. Technical services discussed programming options. The s-ICD remains in service and no adverse patient effects were reported. Additional information received on september 5, 2024, indicated that the patient recently received multiple inappropriate shocks due to sensing of lead noise. The patient was sitting on the couch at the time and not doing anything in particular. It was noted that it was attempted to enable smart pass on multiple occasions; however, this was not successful due to the patient's ectopy (high pvc burden recoded on a holter monitor in september 2023). It was decided to admit the patient to the hospital until a cardiologist was available. Technical services discussed the programming options that had been previously provided for the patient. Additional information received indicated that the programming of the s-ICD had been changed from primary to secondary in march 2023 and there had been no evidence of noise at that time. Currently, the noise was consistent with myopotentials and technical services questioned what the patient could have been doing at the time of the recorded events. It was also recommended for the patient to be evaluated in-clinic and possibly perform an x-ray to evaluate system placement. A representative from the field reported that the hospital had been contacted remotely and the patient's s-ICD system programming had been optimized. The s-ICD remains in service.

Event description:
It was reported that the smart pass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) previously became disabled due to undersensing. The patient had chronic atrial fibrillation and frequent premature ventricular contractions (pvcs) and optimization of programming vectors was difficult. Recently, the s-ICD recorded an untreated episode of ventricular tachycardia at approximately 170 beats/minute due to oversensing, as smart pass was not active. Technical services discussed programming options. The s-ICD remains in service and no adverse patient effects were reported. Additional information received on september 5, 2024, indicated that the patient recently received multiple inappropriate shocks due to sensing of lead noise. The patient was sitting on the couch at the time and not doing anything in particular. It was noted that it was attempted to enable smart pass on multiple occasions; however, this was not successful due to the patient's ectopy (high pvc burden recoded on a holter monitor in (B)(6) 2023). It was decided to admit the patient to the hospital until a cardiologist was available. Technical services discussed the programming options that had been previously provided for the patient.